Event description:
Edwards received information that a second device, a 29mm transcatheter valve, was implanted in the mitral position using valve-in-valve intervention due to stenosis secondary to moderate calcification on bioprosthetic valve leaflets. The implant duration of the 29mm bioprosthetic valve at the time of the procedure was twelve (12) years and four (4) months. Both devices remain implanted. Tee was immediately performed afterwards and there was no mitral regurgitation or perivalvular leak noted. Patient remained hemodynamically stable through the entire procedure. The patient was transported in stable condition to intensive care unit.

Manufacturer narrative:
Device was not returned. The device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case patient factors may have contributed to the event; however, the root cause is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.